Event description:
It was reported that during the set-up of device for perfusion, the portal pinch valve was found to not be closing. Troubleshooting, including cleaning was attempted. A power cycle was successful in resolving the issue. The liver was successfully transplanted following perfusion.

Manufacturer narrative:
Device data was provided. Review of the data corroborated the reported event. Troubleshooting was successful in resolving the reported issue and no recurrences or issues were noted.